Event description:
Event description cpi received information that this bipolar lead was removed from service one day after the implant because a screw in type lead was needed. The lead was replaced with a screw-in type lead.